Event description:
It was reported that the nurse set the bed exit system on the bed and left the room. The patient allegedly fell out of the bed and was found on the floor. The patient allegedly suffered a hematoma as a result of the fall and was taken to trauma.